Event description:
Information received from the (B)(6) clinical database.during the pipeline deployment, it was reported that the distal end of the pipeline would not open.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The pipeline was returned without pushwire and catheter. The evaluation could not determine the cause of the event as both ends of the pipeline were found open; however, the ends of the pipeline had damaged braids and may have contributed to the reported event. The lot history record review of the reported lot number was reviewed and showed no discrepancies that might have contributed to the reported experience. All products are 100% inspected for damage and irregularities during manufacture. Reference (B)(4) follow-up 1.